Event description:
Male patient jab's left knee unicompartmental component was revised a 2nd time to a press fit total knee due to baseplate loosening

Manufacturer narrative:
Adding investigation conclusion; reported event: an event regarding loosening involving an unknown mako baseplate was reported. The event was confirmed through clinician review of the medical records provided. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: review of these records confirms loosening of the tibial component of a pka occurred, however, the root cause cannot be determined as insufficient information was available. -device history review:not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided. Conclusion: an event regarding loosening involving a mako baseplate was reported. The medical review indicated review of these records confirms loosening of the tibial component of a pka occurred, however, the root cause cannot be determined as insufficient information was available. Further information such as dated pre and post op x-rays/ imaging from the index and revision surgeries, operative reports, surgical implant records from the revision surgeries, outpatient office/clinic notes as well as product return and material analysis for the index and revision surgeries are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Male patient jab's left knee unicompartmental component was revised a 2nd time to a press fit total knee due to baseplate loosening